Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens with diopter -15.5/+4.5/162 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown and it is unknown if the device failed to perform as intended.

Manufacturer narrative:
(B)(4).